Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the day after the patient's implant procedure, telemetry caught a 'pause' on the device and no pacing or capture. The physician came to the conclusion that the device needed to be reprogrammed from mvp to dddr. The patient will be seen in the clinic to have the device reprogrammed. No patient complications have been reported as a result of this event.